Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, the orange (+5v) wire in the cable connecting ECG c and ECG d. The cause of the incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt and reported that it had non-functional ECG electrodes.